Manufacturer narrative:
Product analysis: analysis found that the stylus tip position on the touch screen was out of calibration. Analysis also found an error in the log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned without complaint details subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.